Event description:
It was reported that the patient underwent surgery to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2007 and a sling and a bard avaulta support system were implanted. The patient experienced multiple complications including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that concurrent to mesh implantation the patient underwent a hysterectomy. The patient underwent a mesh revision surgery on (B)(6) 2009 due to pain, vaginal bleeding, constipation, bleeding with bowel movements, constant urination and a feeling of pressure. She had additional mesh removal surgeries in (B)(6) 2009 and (B)(6) 2012. (B)(4) - constipation; pressure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.